Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The registered nurse (rn) reported the home patient (hp) disconnected himself to go to the bathroom, but did not close the clamps. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 1 of 3 on the home choice (hc). The registered nurse (rn) reported the home patient (hp) disconnected himself to go to the bathroom but did not close the clamps. The hp then reconnected himself when he went back to bed. The technical service representative (tsr) instructed the rn to end therapy and start over with new supplies. The tsr assisted the rn to end therapy. The product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the system error 2240 alarm. Per the pd rn, she stated she was aware of the alarm and the home patient (hp) was no longer using the cycler for therapy. The pd rn also stated that the reason had nothing to do with the baxter product. There was patient involvement. No patient injury or medical intervention was reported.